Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. Additional information indicated that after extending and retracting the screw a few times to move the lead the screw lost its ability to extend and retract. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.